Event description:
Nurse was preparing a pump for IV administration. When powered on unit produced a white screen with a nvram access error. Another pump was obtained and successfully programmed for patient use. No patient information was provided by department. No patient involvement, adverse reaction, need for medical intervention or delay in critical therapy.====================== manufacturer response for general purpose IV pump, symbiq (per site reporter)======================test and investigation duplicated the complaint of "white screen software error" during testing. The device failed power on self test with white screen software error and secondary alarm. The root cause was due to corrupted software.manufacturer re-downloaded the software.